Event description:
It was reported that a malfunction alarm occurred, specifically showing malf 0, with a fault ID of 0x217c. There was no adverse impact to the customer's blood glucose level. The customer was assisted by cts in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any future malfunction codes appear, which the customer acknowledged and understood.